Manufacturer narrative:
Based on the claim against the product by the customer noting camera was moving on its own an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The field service engineer went onsite and addressed the foot pedal issue. The foot pedal assembly was replaced due too broken camera pedal. The fse attempted to reproduce issue but was unable too. The fse performed log review and found no errors correlated to complaint. The system was tested and verified as ready for use. The complaint regarding camera was moving on its own was not confirmed based on the field evaluation. This complaint is considered a reportable event due to the following conclusion: it was alleged that the endoscope moved on it's own. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the customer informed the technical support engineer (tse) after a procedure that the surgeon reported the camera was moving on its own. The tse viewed the logs and did not note any errors. The customer reported that the master tool manipulator (mtm)s were moving on their own. The tse recommended that the surgeon ensure that they were not moving their hands from the mtms prior to removing their head from the surgeon side cart (scs). The tse informed the customer the surgeon should always remove their head from the ssc before releasing the hand controls. The customer completed the procedure. The customer state the surgeon also reported that the foot pedal were sticking on the left side. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.